Event description:
The patient underwent the first implantation on (B)(6) 2000. In (B)(6), the patient underwent a revision surgery due to septic loosening of the prosthesis.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.